Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("four pregnancies (third pregnancy)/ pregnancy (termination)") in a female patient (gravida 3) who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii. In (B)(6) 2011, the patient had essure inserted. In (B)(6) , the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent a laparoscopic right salpingectomy and left partial salpingectomy of essure device.). At the time of the report, the pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered pregnancy with contraceptive device to be related to essure. The reporter commented: this case was linked with first, second and fourth pregnancy cases included (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('four pregnancies (third pregnancy)/ pregnancy (termination)') in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii. In (B)(6) 2011, the patient had essure inserted. In 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a laparoscopic right salpingectomy and left partial salpingectomy of essure device.). At the time of the report, the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered pregnancy with contraceptive device to be related to essure. The reporter commented: this case was linked with first, second and fourth pregnancy cases included 2017-170140, 2017-170220 and 2017-170241. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality safety evaluation of ptc. Incident based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("four pregnancies (third pregnancy)/ pregnancy (termination)") in a female patient (gravida 3) who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii. In (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (underwent a laparoscopic right salpingectomy and left partial salpingectomy of essure device.). At the time of the report, the pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered pregnancy with contraceptive device to be related to essure. The reporter commented: this case was linked with first, second and fourth pregnancy cases included (B)(4). Most recent follow-up information incorporated above includes: on 9-jul-2018: plaintiff fact sheet and medical record received. Pregnancy outcome was changed. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('four pregnancies (third pregnancy)/ pregnancy (termination)') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii. In (B)(6) 2011, the patient had essure inserted. In 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a laparoscopic right salpingectomy and left partial salpingectomy of essure device.). At the time of the report, the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered pregnancy with contraceptive device to be related to essure. The reporter commented: this case was linked with first, second and fourth pregnancy cases included 2017-170140, 2017-170220 and 2017-170241. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-jan-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("four pregnancies (third pregnancy)") in a female patient (gravida 3) who had essure inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (underwent a laparoscopic right salpingectomy and left partial salpingectomy of essure device.). The pregnancy outcome was not reported. The reporter considered pregnancy with contraceptive device to be related to essure. The reporter commented: this case was linked with first, second and fourth pregnancy cases included 2017-170140, 2017-170220 and 2017-170241. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.